Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled downstream occlusion (dso) seal and buckled upstream occlusion (uso) seal. Review of the event history log (ehl) showed occlusion alarms. Functional testing confirmed the reported issue. The cause of the reported issue was due to the sensor being out of calibration. As a result, the uso and dso seals were replaced, and the occlusion sensors were recalibrated. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the downstream occlusion test. There was no patient involvement, no patient injury was reported.